Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was identified through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during dwell one of four on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) indicated they had felt discomfort and the care giver (cg) bypass the therapy to drain one. The technical service representative (tsr) reviewed the programming. The last fill volume (lfv) equaled 2500ml, the initial drain alarm equaled 0ml, and the fill volume (fv) equaled 2500ml. The tsr reviewed the therapy log. The initial drain volume equaled 368ml and the cycle one ultra filtration (uf) equaled 2512ml. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.